Event description:
It was reported that a patient enrolled in the (B)(6) study underwent a total left knee arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2012 due to pain and infection. The surgeon performed a radical debridement, removed all implants and implanted an antibiotic spacer mold.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported.